Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the blender alarms were working inversely of proper operation. The blender alarmed with both gases connected, but not with only the air or only the oxygen connected. With only the oxygen connected, the blender would deliver various oxygen levels. With both air and oxygen connected, the air pressure was forcing the oxygen to stop mixing in the blender. With both air and oxygen connected, the blender would not produce more than approximately 34% oxygen as seen on the analyzer. The fsr replaced the blender and verified operation of the new blender was within delivery specifications. The fsr calibrated the airway pressure monitor transducer, completed the alarms test, and performed the patient circuit calibration and performance check. The device meets manufacturer specifications.

Event description:
The customer reported that the blender on ventilator was not delivering an adjustable fio2 (fraction of inspired oxygen), only 100% fio2 came out. There was no patient involvement associated with this issue.